Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump usb port seemed loose, as the usb cable fit loosely into the usb port when plugged in. There was no adverse impact to the customer's blood glucose level. A replacement usb cable was sent to the customer. Multiple contact attempts were made by tandem technical support to determine if the replacement usb cable resolved the issue; however, no additional information was provided.